Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, and the patient¿s serious adverse events of an umbilical hernia, which required multiple fill volume reductions and more exchanges. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectations or manufacturer specifications. However, the liberty cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia. Per the patient¿s testimony, his/her umbilical hernia has slowly been worsening. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported via a social media post (reddit) this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an umbilical hernia. The posting indicated the patient¿s fill volume has decreased ¿over the years¿ (1500 ml to 900 ml) due to the formation and worsening of the umbilical hernia. Attempts to obtain additional information (e.g., treatment record, discharge summary, hospital records) were not possible, as the patient¿s outpatient dialysis clinic and demographics were unknown.